Event description:
This is filed to report the clip jumping open during device prep. It was reported that during device preparation of the clip delivery system (cds) there was high resistance felt in the arm positioner when opening the clip. After the grippers were raised and lowered, and the clip was locked and unlocked several times; the clip suddenly jumped open. Additional, verification was performed, and it was not possible to close the clip less than 20 degrees and it was decided to exchange the clip. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, causes for the reported inability to close the clip, clip jumping, and arm positioner resistance could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.